Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, and the device displayed ¿complete fill tubing¿ followed by an alert code 38 indicating consecutive motor stalls; attempts to complete fill tubing and resume insulin delivery were unsuccessful, a dry run produced no alerts, a subsequent supply change reproduced alert 38, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included feeling fine despite elevated glucose. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer care troubleshooting, review of device alerts, verification of supply changes, a dry run without supplies, and arrangement for device replacement with return of the original for further assessment. Investigation of this device revealed recurrent motor stall behavior consistent with an insulin delivery motor stall in the pump mechanism, with no adverse clinical sequelae reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation.